Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 20.5 mmol/l. The customer treated with manual injections. Troubleshoot was performed for replace battery now alarm. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly.